Manufacturer narrative:
This event was inadvertently filed as a duplicate report. This event was originally filed under mfg report #: 3013756811-2019-58864.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.